Event description:
It was reported that the surgeon was inserting a competitor's lens using a microstaar injector and the injector tore the lens in half. Lens removed and another same type lens was implanted with no patient injury.